Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt in cardiac arrest, the device displayed "system unstable". Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.